Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that microdelivery catheter's distal shaft was compressed proximal to the stent location. The stent was not in the microdelivery catheter nor was it returned. The strain relief was removed and it was discovered that the microdelivery catheter was stretched and separated under the strain relief. The microdelivery outer shaft was separated but the inner braided shaft was intact. Attempts were made to flush the microdelivery catheter and stabilizer. The stabilizer was slightly jammed in the microdelivery catheter. A functional test was not performed because the stent was not returned; however, the stabilizer was advanced and pulled back in the microdelivery catheter and a large amount of friction/resistance was encountered. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The investigation concluded that the most probable cause for the observed issues is excessive vessel tortuosity which limited device performance; therefore, a probable cause of operational context was assigned for the observed issues.

Event description:
Analysis of the returned device revealed that the stent delivery catheter was broken/fractured. No consequences to the patient were reported.